Event description:
Patient reported having trouble with the v-go adhering to her skin. Patient states half of the adhesive pad will stick and the other half wouldn't. Patient said this first happened on (B)(6) 2020 with a total of 4 v-gos. Patient immediately replaced them. The patient discarded them the v-go's.